Event description:
It was reported that the ilet pump screen would not power on, with no haptic feedback, after the sensor stopped working; the user observed a solid charger indicator light, the mobile app still showed pump information, and the patient reverted to multiple daily injections with subcutaneous insulin, with a highest reported blood glucose of 300 mg/dl. Symptoms included none. Outcomes included hyperglycemia without reported injury or medical intervention. Investigation included remote troubleshooting and education, attempts to collect a video of the issue, and assessment of charging status using the existing charger. Investigation of this case revealed a device hardware malfunction characterized by loss of screen visibility and nonresponsive user interface while charging appeared active, consistent with a display or internal power/control failure, with no device alerts or alarms noted. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump hardware and display subsystem.

Manufacturer narrative:
Investigation description: no damage or abnormal wear to exterior of device. Device was placed on a charging pad; however, the device did not power on. The device was opened and interior components were inspected. Upon inspection, evidence of fluid ingress was found. Device will need to be scrapped.